Manufacturer narrative:
Investigation summary: one video was provided. For barrel label missing we have a sensor that is challenged at the shift start. When the machine stops and re starts again it may have a barrel label missing and escaped. There are no additional controls to detect it. For the barrel flange damaged, it may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9227858 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: plunger rod labeler process. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp was deformed, but still operable. It was also missing a label. The following information was provided by the initial reporter: "there were 5 boxes (30 in one box) of flush in this complaint, some products had no label, some products¿ flange were broken, it was impossible to confirm the number of products without label and the number of products with flange broken respectively, now they had been returned to the distributor."